Event description:
Caller reported there is a black line vertically across the display of the meter. Caller stated the line suddenly came up on the display. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).